Event description:
A caller reported an issue with a continuous glucose monitor, experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to reset the pump, and after the reset, the error code did not reappear, allowing them to successfully start their sensor session.